Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, an audible leak coming from the patient tracheostomy was heard. The ventilator showed a low minute ventilation alarm notification. A volume of air was introduced to correct the leak. A few minutes later, an audible leak was noted again. Due to the multiple introductions of air through the device pilot balloon and the device not holding volume, it was assessed that there was a leak in the device. An emergency device change was performed due to constant introduction of air in the pilot cuff. No adverse reaction was noted to the patient. The patient was re-assessed as not distressed as noted vital signs were stable.